Event description:
Customer reports, trauma to pt (bleeding) upon insertion of the catheter. They feel the catheter is very stiff and is not flexible enough when the head of the baby is in the pelvis.